Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations and discussed programming options. The source of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had possibly experienced some syncopal events. The health care profession stated that sudden bradycardia response (sbr) was programmed on; however, there were no stored episodes. No adverse patient effects were reported.